Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, an error message appeared on the amplifier stating "amplifier packet rate out of bounds came out: 1795 hz. Call tech support". The error message was able to be cleared, but the amplifier was unable to stimulate. The procedure was aborted due to this issue and the procedure will be rescheduled.